Event description:
A report was received that during an implant procedure, the patient was experiencing numbness in the leg due to physicians difficulty inserting the lead. The physician believed that having the lead in place caused pressure that resulted to numbness. No device malfunction was suspected. The procedure was immediately aborted and the patient was doing well postoperatively.